Manufacturer narrative:
The reported event was surgical complication. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead was normal with no anomalies found.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during initial implant procedure, patient developed acute heart failure. Patient's new implanted leads were explanted and the procedure was discontinued. The patient was stable after procedure.